Event description:
The customer reported no image on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor. System operates as intended. (B) (4)..